Event description:
New information received notes that when the patient was seen in clinic for follow-up, auto mode switching episodes showing atrial undersensing that delayed detection of atrial tachycardia was observed on stored egm. Device was reprogrammed to previous nominal atrial auto sensitivity settings. The patient was stable and has not experienced symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode switching (ams) and atrial noise reversion ecgs were reviewed during routine scheduled follow-up. There were some appropriate ams events due to atrial tachycardia. The atrial noise and a number of ams episodes showed atrial oversensing due to possible lead noise. Patient was completely unaware and was stable during and after the events. Programming changes were made. Patient was scheduled for follow-up in eight months.

Event description:
New information received notes that noise was noted again on atrial lead. Device was reprogrammed. Patient is stable.